Event description:
Patient was injected with 1.5cc of radiesse to the mid zygomatic area on (B)(6) 2011. The patient was in a sauna six weeks after the injection. In (B)(6) 2013, the patient developed edema, hyperemia and pain to the zygomatic region, inferior eyelid region.

Manufacturer narrative:
It was reported that, in (B)(6)2013, the patient had MRI, ultrasonography and locally dexamethasone (0.5 ml 15 days). In (B)(6) 2014, a blepharoplasty was carried out in order to remove the product and supposed granuloma. In (B)(6) 2015, the patient had a recurrence of inflammatory reaction in the same area. In (B)(6) 2015-(B)(6) 2015, the patient had: "locally dexamethasone with gentamicin no20, locally longidaza, per os klacid 500 mg twice a day - 5 days, nimesulide 100 mg twice a day - 10 days, suprastinex, 5 mg a day, suppositories with polioxidonium, 12 mg a day no20. Beginning from june all the drugs were discontinued." Merz requested the histology statement but it has not been received. The device history records for the reported lot were reviewed. No non-conformances were discovered that would have contributed to this event.